Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that was in backup vvi. Programming changes were made, and the patient was stable.